Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information received from the customer reported that the washings from the scope tested positive for less than 10 colony forming units (cfus) of stenotrophomes maltophilia and pseudomonas aeruginosa on (B)(6) 2025. On (B)(6) 2025, the washings from the scope tested positive for less than 10 cfus of mixed enteric bacteria and skin flora.

Manufacturer narrative:
Additional information: d8, g2, h2, h3. This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: the air/water channel, suction biopsy channel, the flushings, and brushings, cfu: <1cfu, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that, during service maintance, the colonovideoscope for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.